Manufacturer narrative:
The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. It is unknown if the customer replaced the parts to resolve. Attempts have been made to try to obtain further information about this case, but no further information could be obtained. This file is closed and can be reopened if new information becomes available.

Event description:
The customer called into technical support (ts) reporting that the device has a high pressure occluded alarm message on screen, and the blower is not working. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Error code 1201 (patient circuit occluded) was verified in the log. The rse advised the customer to replace the blower to correct. The rse provided pricing and part numbers for the blower assembly and motor controller (mc) pcb. The investigation is ongoing.